Event description:
On (B)(6) 2012, the pt was implanted emergently with three gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported that the rupture was contained and the pt tolerated the procedure. The same day, it was reported that the pt died while in the recovery room. The physician stated the death was related to the rupture and not the devices. The cause of death was abdominal compartment syndrome.

Manufacturer narrative:
Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - per the gore excluder aaa endoprosthesis instructions for use the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. Please note add'l devices implanted and related to this event: (B)(4).